Event description:
It was reported that during a procedure, the foot pedal got stuck and the stockert continued ablating. The physician found this problem and stopped the ablation immediately. The case completed without any patient consequence by using another foot pedal.

Manufacturer narrative:
(B)(4). It was reported that the foot pedal spring cannot restore normal status after pressed it. A replacement foot pedal was sent to the account and now the unit is working and ready for use. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).